Event description:
It was reported that during a ptca/stent procedure, the tristar was placed in a left anterior descending lesion and inflated. While inflating from 8 atm to 10 atm, the balloon ruptured. The stent was successfully deployed, but a dissection was noted in the left anterior descending. Another stent was placed to cover the dissection.